Manufacturer narrative:
Unit passed the unexpected restart error alarm test. No unexpected watchdog timeout or unexpected restart error alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked, and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 147 mg/dl. The customer states pump had not been with out a battery over a period of time. Alarm did not occur shortly after inserting a new battery. Troubleshooting was performed for error alarm and noticed alarm recurring after a battery change. The customer was advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.